Manufacturer narrative:
Siemens filed the initial MDR 2517506-2019-00195 on 08-may-2019. Additional information (10-may-2019): siemens further investigated the issue and analyzed the instrument files for both dimension exl with lm instruments. Based on this investigation, a siemens specialist observed that additional results were obtained on sample ID 9165383 and observed that discordant, falsely elevated cardiac troponin I (tni) results were also obtained on sample ID 9165364 using the dimension exl with lm instrument with serial number (B)(4). Of this report were updated with information that was revealed during the investigation. The clot check data portrayed atypical aspirations for the sample ID 9165364 and sample ID 9165383. Based on the clot check data, siemens determined that there were sample integrity issues or issues with the sampling system on the instruments that potentially attributed to the discordant results. The customer does not adhere to the tube manufacturer's recommendations for sample handling and siemens determined that sample integrity issues potentially contributed to the discordant, falsely elevated tni results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00194_s1 was filed for the same issue.

Event description:
Discordant, falsely elevated cardiac troponin I (tni) results were obtained on two patient samples on two dimension exl with lm instruments. The discordant result of 0.101 ng/ml for sample ID 9165383 was reported to the physician(s). The samples were recentrifuged and repeated on both dimension exl with lm instruments, and lower results were obtained on the patient samples. The samples were also sent to an alternate laboratory and processed on a dimension vista instrument, resulting lower than the discordant results. The results obtained at the alternate laboratory were reported, as the correct results, to the physician(s). The customer reported that the patient of sample ID 9165383 was admitted to the emergency room (ER) for an unknown reason. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.

Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed splatter around the heterogeneous immunoassay (hm) module wash and incubation wheels and dropped vessels behind the hm wheels. The cse also determined that the hm probes were out of alignment. The cse performed all hm and chemiluminescent methods (loci) alignments, replaced loci inserts, established new statistics, and calibrated all temperatures on the instrument. Then, the cse ran a 5-point precision study, calibrated the cardiac troponin I (tni) assay and ran quality controls (qcs), which recovered within acceptable ranges. The cse returned to the customer's site. During this visit, the cse: replaced all drains, probes and sample tubing; performed all alignments; decontaminated the water and hm systems. Then, the cse ran a system check and qcs, which recovered acceptably. The customer reported that they ran calibration, a patient correlation study and qcs, and the results recovered acceptably. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00194 was filed for the discordant results obtained on (B)(6) 2019 on the dimension exl with lm instrument with serial number (B)(4).

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a dimension exl with lm instrument with serial number (B)(4). The discordant result was not reported to the physician(s). The sample also tested on an alternate dimension exl with lm instrument with serial number (B)(4) multiple times and repeated on the dimension exl with lm instrument with serial number (B)(4) multiple times. The discordant result of 0.101 ng/ml was reported to the physician(s). Sample ID (B)(6) was also re-centrifuged and repeated on both dimension exl with lm instruments, resulting lower than the discordant results. The customer reported that the patient of sample ID (B)(6) was admitted to the emergency room (ER) for an unknown reason. The sample was sent to an alternate laboratory and repeated on a dimension vista instrument, resulting lower than the discordant results. The result obtained at the alternate laboratory was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.